Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for scheduled device check. Upon interrogation of the pulse generator, the device was in backup operation. The device was restored and it was confirmed that the patient notifier was on. The patient was in good condition.